Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had over delivery alarm. The customer¿s blood glucose level was 65 mg/dl at the time of incident and other blood glucose was 87 mg/dl,91 mg/dl,112 mg/dl. The customer was treated with food. The customer alleges pump was over delivering. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be and reservoir will not be returned for analysis.